Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data revealed one power on reset event related to a battery change. The battery compartment was noted to be cracked and moisture corrosion confirmed inside the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test cap fit properly to the pump and maintained electrical connection for the 24-hour duration testing without interruption in power. Leak testing confirmed moisture ingress into the battery compartment at the site of the battery compartment crack. There was no damage, defect or contamination of the pump¿s interior components. Investigation confirmed the alleged moisture but did not duplicate a power issue.